Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A cartridge leak occurred during a routine hemodialysis treatment. Rinseback was not performed due to clotting of the circuit resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as instructed in the user's guide. The disposable cartridge was not returned for evaluation. The exact cause of the leak cannot be determined. The user's guide provides adequate instructions for performing rinseback when a leak is detected. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.